Manufacturer narrative:
Neither the involved device nor samples from the same lot were returned, and photographs were not provided. Therefore, a visual/functional inspection could not be performed. The lot information was not provided. Therefore, a product history review could not be performed. Every swab undergoes a pull test to ensure the swab is securely attached, if the swab fails this test, it will be rejected. The root cause of the foam disengagement could not be determined and therefore, no corrective actions were taken. Complaints relating to swab disengagements will continue to be monitored and trended.

Event description:
Report received of a swab disengagement. Reporter stated while performing oral care on a male, intubated patient, the foam on the suction swab disengaged in one piece into the patient¿s mouth. Reporter stated the patient did not bite down on the device. The event occurred during the initial use of the device. A nurse was able to remove the piece of foam from the patient¿s mouth with their fingers. The patient did not experience any adverse consequences. The lot number for the device was not available. The device has been discarded and photos are not available.